Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not open after the second or third clip. The device would not release from the artery. Unk how the case was completed. There was no adverse consequence to the pt. Add'l info was requested and the following was received: the surgeon indicated to the rep that the jaws on device would not open after firing. The surgeon had to tear the cystic artery to remove the device and another instrument was used to complete the procedure. There was no pt consequence reported. Add'l info has been requested.